Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02826.reference MFR report: 1627487-2014-02827.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02826, reference MFR report: 1627487-2014-02827. Note the patient received two 3169 model leads from the same lot number. It was reported the patient had her scs system removed due to the patient not receiving effective stimulation therapy from her system. The patient is reportedly doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation:results: visual inspection of both leads showed discoloration in the lead body. The terminal end electrodes of both leads were broken, which is consistent with damage during the explant procedure. Continuity testing of the remaining channels passed all testing. The reported event for ineffective stimulation was not confirmed.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.